Event description:
Medtronic model 5392 dual chamber external temporary pacemaker ee74338 was connected to a pt in surgery who was totally pacemaker depended. The pacemaker and the heart went into asystole. The chest had to be reopened and cardiac message provided circulation until a new external pacemaker electrode was placed and the chest closed. Diagnosis or reason for use: to pace the heart. Even abated after use stopped or dose reduced? Yes. Is the product compounded: yes. Is the product over the counter? No.